Event description:
Ems personnel were attempting to monitor a patient, condition unknown. Allegedly the device displayed excessive artifact and the operator could not discern the patient's ECG. There were no adverse effects to the patient reported as a result of the alleged malfunction.